Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that needle 26x1/2 rb needle broke during use. The following information was provided by the initial reporter: material no: 305111 batch no: unknown (reported 191130). It was reported that the needle broke inside the septum. Event description per email states: caller reported they broke off the needle from the syringe inside of the septum and needle broke off into cartridge. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required.